Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 5 of 5 reports linked to mfg report numbers: 3014334038-2022-00114, 3014334038-2022-00115, 3013886523-2022-00235, 3013886523-2022-00243. A facility reported a cerelink sensor (ID (B)(6) was placed on (B)(6) 2022. On (B)(6) 2022 the first cerelink monitor (ID (B)(6) displayed error code with message ¿the monitor will reboot in 2 minutes¿. After the monitor rebooted, the icp mean read 149 mmhg (not consistent with clinical picture) , then the monitor displayed ¿sensor/extension cable failure¿. The staff independently swapped extension cable (unknown ID) which did not fix the problem. Then the second cerelink monitor was used however, the monitor displayed ¿system fault detected; error code 202c¿. The second monitor rebooted after 2 minutes, then displayed ¿sensor/extension cable failure". The second monitor was not displaying a mean icp, nor a waveform, therefore, the sensor was removed. The physicians elected to not replace the sensor because the patient was stable and they had enough data. It was also reported that they were unable to power off the second monitor. Despite the alarm of low battery life, the monitor did not turn off, so they plugged it into a power outlet. Clinical questionnaire provided: time/date of sensor implant: (B)(6) 2022. Time/date of failure: (B)(6) 2022. Sensor information: a. Kit used: basic (826850), b. Serial number: (B)(4), c. Lot number: unknown. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) No what was the mean icp before the ¿event¿? Icp value:12-15 what was the icp waveform quality before the ¿event¿? (If connected to patient monitor) : good what is the current mean icp? First monitor read 149 mmhg after the automatic reboot. Second monitor would not display icp mean, nor waveform. What is the icp waveform quality after the ¿event¿? N/a. When the failure occurred, was the integra/codman icp monitor plugged into the wall? Yes. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Yes. Does the icp value on the integra/codman icp monitor match the icp value on the patient monitor? Yes. When the failure occurred, where was the integra/codman icp monitor positioned? On. Its own IV pole. Were bipolar or monopolar forceps used while the sensor was plugged in? Unknown provide a description of any unusual events or issues that occurred during the implantation or during the patient care : n/a. Describe the quality of the insertion: unknown. If icp express was used, what did the display show at point of ¿event¿? N/a. Was more than 1 integra/codman icp monitor used for the sensor? Yes, two cerelinks.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h4, h6, h10. The extension cable (unknown ID) was returned for evaluation. DHR - the lot provided is the supplier lot number, not integra. The review of the history supplier lot 20103007 showed that all the possible integra lots related to the supplier lot were conformed to the specifications when released to stock. Failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment and drawing : no defect was noted. The cable was electrically tested : no abnormal discontinuity and no abnormal short circuit was measured. Issue is not confirmed as device functioned correctly and passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due inappropriate technique for assembly and use of the device.